Event description:
The ligasure impact handpiece was being used during a total abdominal hysterectomy. The handpiece was clamped down and the cautery was performed. The physician then tried to release the tissue and the device would not open. After multiple attempts to open, the physician had to cut around the handpiece and stitch the edges. There was no harm to the patient.